Event description:
A malfunction occurred on the pump, which resulted in the pump screen going dark and not turning on initially. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to plug the pump into a working power source, and after following steps for resetting, the pump screen eventually turned on, showing malfunction code 12. The pump was successfully reset, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.